Event description:
Surgeon attempted to implant a lens but it jammed in the cartridge while being inserted. There was no patient contact or injury. The nurse stated it was unknown as to why the lens jammed. An indigo-p injector and an sfc-25 fp cartridge were used but the nurse was unable to provide the lot numbers.